Manufacturer narrative:
The hospital biomed replaced the flow sensors. The customer contact reported there is no patient information available.

Event description:
The hospital reported that, during a case, the unit alarmed that volume mode was the only mode of mechanical ventilation available. There was no reported patient injury.